Event description:
It was reported that the patient presented for lead revision when noise was observed during a follow-up visit. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.8cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.